Manufacturer narrative:
Initial.

Event description:
It was reported that a user participating in an ilet experience study experienced alarm fatigue, stating the ilet pump continued to emit frequent and loud beeps despite non-urgent alerts being disabled and volume reduced, and additional information from the user was needed to clarify the event details. Symptoms included hypoglycemia. Outcomes included insufficient information regarding the impact to the user. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific device findings, with the medical device problem and the device component both recorded as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.